Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that they believes the pt's ins may be in overdischarge but that is not confirmed. The caller noted receiving an image from the care facility the pt resides in: the image was the 'press start charge' button on the insr that can come up when ins is in overrdischarge. The caller mentioned the ins is not able to be connected to via tablet. The caller states that they are unsure if the 'start charge' button was pressed when that screen was shown. The caller state the pt's doctor said this is 'not the first time' and the doctor 'wouldn't be surprised' if it was the pt's 'third strike (overdischarge)'. Reviewed how to use insr to charge, reviewed overdischarge protocol, reviewed eos on 3rd 'strike'. The caller will follow up with care facility and see if they can attempt to charge ins. The caller states the facility is 2.5 hours away and if pt needs prm protocol to emerge from overdischarge, they will likely call for a three-way call with the facility to start that process.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturing representative (rep). It is unknown what the date was when overdischarge was first observed. Rep clarified the report of believing that the implant was overdischarge was due to the physicians tablet would not connect to implant. Healthcare provider worked with technical services to investigate and try to get it out of overdischarge. Device is at eos, however no additional plans have been made yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) who reported they were using the legacy recharger and getting symbols on the screen that showed an eye in the top left, bullseye in the top right, and a plug sign in the middle. The healthcare provider (hcp) who was working with the patient said they ¿just barely¿ put the recharger against the neurostimulator, and it was recharging rapidly. Rapid recharging was reviewed with the hcp and how to address it if it didn¿t resolve. The hcp stated the battery had completely charged already because they could see the full battery symbol in front of what looked like a calculator, but they were not seeing eight coupling bars. It was unknown when the patient last recharged. During the call the hcp was unable to connect to the implant and the likelihood of possibly overdischarge was reviewed. The rep was going to meet with the patient in the future to initiate a pmr.